Event description:
The report say: (B)(6). 22:30, on (B)(6) 2019 patients, 35 years old, female, brain metastases from lung cancer, due to breathing stop have endotracheal intubation with simple breathing balloon to ICU, immediately used the ventilator, after 15 minutes there was an alarm: the flow sensor error , tidal volume up to 1059 ml, replaced the new flow sensor at once, the tidal volume to 480 ml (normal), the ventilator now maintained normal ventilation. This event did not cause adverse events to the patient. High tidal volume can cause mechanical damage to the lungs and lead to death.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was the external flow sensor. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.